Manufacturer narrative:
The initial reporter information reported in the initial report should have been what is reflected in this follow up report 1.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation. It was noted that the sensation was stronger when the patient was laying down or bending. In turn, reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention where in the ipg was explanted and replaced. Effective therapy was established post-operatively.